Manufacturer narrative:
The prismaflex machine was inspected by a gambro service tech. He was unable to duplicate the reported condition. No service intervention was required. An investigation of the data card files from the prixmaflex machine was conducted. The data indicate that a disconnection event occurred after treatment, during blood return. The prismaflex machine issued a corresponding alarm which was overridden by the operator. Gambro has found no evidence to suggest that any gambro device caused this event. Gambro does not regard the submittal of this report as an admission of causation or liability.

Event description:
A pt sustained an approximate 200 ml blood loss when the return line on a prismaflex m100 filter set was found disconnected from the luer connector on the pt's catheter. The treatment was resumed on another prismaflex machine with no further issues. The pt did not exhibit any symptoms or require any medical intervention as a result of the blood loss event.